Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a secondary infusion of sodium phosphate 1(5 mmol/ 110 ml) was programmed to run over 2 hours at a rate of 55ml/hr, however the bag was noted to be almost empty an hour later. At this time the pump displayed there was 47mls left to infuse. There was a patient involvement but no harm.

Event description:
It was reported that a secondary infusion of sodium phosphate 1(5 mmol/ 110 ml) was programmed to run over 2 hours at a rate of 55ml/hr, however the bag was noted to be almost empty an hour later. At this time the pump displayed there was 47mls left to infuse. There was a patient involvement but no harm.